Event description:
Patient was revised to address loosening of the tibial tray in conjunction with flexion instability. Minimal poly wear was noted intraoperatively.

Manufacturer narrative:
Review of the products returned could not confirm the reported problem. The root cause could not be determined. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.